Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ("bloated") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), menopausal disorder ("issues with menopause"), weight increased ("blown up/1.5 years later a whopping (B)(6)"), swelling ("swelling") and gait disturbance ("wobble walking"). Essure was removed. At the time of the report, the abdominal distension, weight increased and swelling was resolving, the menopausal disorder had not resolved and the gait disturbance outcome was unknown. The reporter considered abdominal distension, gait disturbance, menopausal disorder, swelling and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), menopausal disorder ("issues with menopause"), swelling ("swelling"), gait disturbance ("wobble walking"), dermatitis allergic ("allergic eczema") with dermatitis bullous, skin fissures and skin exfoliation and fibromyalgia ("fibromyalgia ") and was found to have weight increased ("blown up/1.5 years later a whopping 220lbs"). Essure was removed. At the time of the report, the abdominal distension, weight increased and swelling was resolving, the menopausal disorder had not resolved and the gait disturbance, dermatitis allergic and fibromyalgia outcome was unknown. The reporter considered abdominal distension, dermatitis allergic, fibromyalgia, gait disturbance, menopausal disorder, swelling and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media: reporter added., events added allergic eczema and symptoms added as rash like blister on hands and feel that itch like crazy and peel , fibromylagia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ("bloated") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), menopausal disorder ("issues with menopause"), swelling ("swelling"), gait disturbance ("wobble walking"), dermatitis allergic ("allergic eczema") with dermatitis bullous, skin fissures and skin exfoliation and fibromyalgia ("fibromyalgia") and was found to have weight increased ("blown up/1.5 years later a whopping 220lbs"). Essure was removed. At the time of the report, the abdominal distension, weight increased and swelling was resolving, the menopausal disorder had not resolved and the gait disturbance, dermatitis allergic and fibromyalgia outcome was unknown. The reporter considered abdominal distension, dermatitis allergic, fibromyalgia, gait disturbance, menopausal disorder, swelling and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), menopausal disorder ("issues with menopause"), swelling ("swelling"), gait disturbance ("wobble walking"), dermatitis allergic ("allergic eczema") with dermatitis bullous, skin fissures and skin exfoliation and fibromyalgia ("fibromyalgia ") and was found to have weight increased ("blown up/1.5 years later a whopping 220lbs"). Essure was removed. At the time of the report, the abdominal distension, weight increased and swelling was resolving, the menopausal disorder had not resolved and the gait disturbance, dermatitis allergic and fibromyalgia outcome was unknown. The reporter considered abdominal distension, dermatitis allergic, fibromyalgia, gait disturbance, menopausal disorder, swelling and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media: reporter added., events added allergic eczema and symptoms added as rash like blister on hands and feel that itch like crazy and peel, "fibromyalgia". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ("bloated") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), menopausal disorder ("issues with menopause"), weight increased ("blown up/1.5 years later a whopping 220lbs"), swelling ("swelling") and gait disturbance ("wobble walking"). Essure was removed. At the time of the report, the abdominal distension, weight increased and swelling was resolving, the menopausal disorder had not resolved and the gait disturbance outcome was unknown. The reporter considered abdominal distension, gait disturbance, menopausal disorder, swelling and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.